Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a yellow alarm stating error aic. The aic was exchanged to the back-up aic and the issue was resolved. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) logs showed power battery manager (pbm) 1 communication errors. The console was tested after arrival and the failure mode was reproduced so when the console was turned on, it immediately output a system self check fail. The super cap on the pbm was confirmed to have corroded the pbm communication trace next to it. The cause of the aic issue was contamination of a communication line on the pbm. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12921 in accordance with updated procedures. E.4 an incorrect selection was made on the initial manufacturer device report number 1220648-2024-12921. It is unknown if the initial reporter also sent the report to the FDA. D.6a and d.6b dates were reported on manufacturer device report number 1220648-2024-12921 and should not have been. G.1 revised manufacturing site address section as previously entered incorrectly on initial manufacturer device report number 1220648-2024-12921. H.6 code 3233 results pending completion of investigation was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12921 and has been added to this report. The investigation has been completed.